Event description:
It was reported that the patient developed a hematoma and the pocket slightly opened. The right ventricular lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.